Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that anesthetist intubated and inserted tube into patients airway, went to retract bougie and felt resistance, upon checking the part of the tube that joins had shaved little bits off of the bougie and these blue shavings could be seen inside the tube. The customer reported that he product was tested prior to use and it was unknown if the product was treated with disinfectant/cleaning solutions. They reported that a patient was involved, but no injury has been reported at this time.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation contained in a plastic bag without its original unit pack. The returned plastic bag also contained a blue bougie. Visual examination showed that the boogie had the name ¿cook¿ printed on the main stem. Further examination showed that there were blue colored shavings located at the y-adaptor. The bougie was inserted into the bronchial side of the tubing and withdrawn during withdrawal the boogie is catching at the y-adaptor location. The outer diameter of the boogie was measured and found to be larger than the maximum internal diameter of our 125037 broncho cath product is designed to accommodate. The root cause of the reported event is that the outer diameter of the bougie used in conjunction with our products in this reported event is too large for the internal diameter of our products. The reported defect could be detected on the unit returned for evaluation. The root cause of this issue is the end user used a bougie which was not compatible with 125037 product code. During the extrusion stage of the process the internal diameter of the broncho cath is measured every half hour for the duration of the lot it is at this stage of the process that any issues around the internal diameter are identified and removed from the lot. Based on our investigation, the reported event is not related to our manufacturing process. The batch paperwork for lot number 201308065x was reviewed and confirms that the lot was manufactured to meet all of the blueprint specifications and quality requirements. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.